Event description:
Medtronic received information that two days following the implant of this transcatheter pulmonary bioprosthetic valve via the right side, the patient was febrile with a temperature of 102.5 degrees fahrenheit. A blood sample was obtained from the patient, but the blood culture was negative. A urine sample was collected from the patient and three days later the urinalysis results showed a positive urine culture for pseudomonas aeruginosa. Unspecified medications were administered. Additionally on the second day following the valve implant via the right side, right groin catheter access site bleeding was identified. The access site dressing was saturated with serosanguineous fluid. A complete blood count was obtained and hemoglobin measured 13.4. Arterial and venous ultrasounds of the lower extremities were performed which were reported as normal. Wound dressing was the treatment reported. The event required hospitalization. The bleeding event resolved one day following onset date and the patient was discharged this same day. The bleeding was reported as causal to the implant procedure but unrelated to the delivery catheter system (dcs). No additional adverse patient eff ects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that angiogram showed the right femoral vein minimal diameter was approximately 6-7 millimeter (mm). There was no calcification or other anatomic abnormality that contributed to the bleeding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.